Event description:
On (B)(6) 2025, the user reported difficulty unlocking the device. A firmware update was identified, and the user was advised to install it. Blood glucose was not affected.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.